Event description:
Patient reported the beep and vibration alarms on the infusion device do not function correctly. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Product returned on (B)(4) 2012. The buzzer connector was not plug in correctly. The vibra shaft is bent due to a mechanical influence. Because of this problem the customer got no feedback from the vibrator. The bent shaft is caused by a hard mechanical impact.